Event description:
It was reported the buttons on the customer's insulin pump were scrolling on their own. The customer's blood glucose was 14 mmol/l. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damage at keypad traces. There was no anomaly noted involving the display ramping on its own.the insulin pump was received with a cracked case at display window corners, a cracked reservoir tube , cracked battery tube threads, and minor scratches on the display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)